Event description:
Pt underwent initial surgery for degenerative disc disease at levels l3-s1 on (B)(6) 2012. Post-operatively, the pt experienced pain and was returned to surgery on (B)(6) 2012. The locking caps on her right side at l5 and s1 were noted as backing out. The surgeon was able to retighten and reseat both locking caps. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn, as no device was returned or catalog number or lot number provided.